Manufacturer narrative:
(B) (6). (B) (4) - procedure to remove j-tube kink. The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a 105cm two port through the peg jejunal feeding tube (j-tube) was used during a percutaneous gastrostomy/jejunal tube placement procedure performed on (B) (6) 2010. The two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for advanced stage parkinson's disease and for administering nutrition. According to the complainant, post procedure, on (B) (6) 2010 the tube became kinked. The physician inserted a guide wire to rotate the j-tube, then rinsed the j-tube. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.